Event description:
Pt with severe bilateral pneumonia attempting stabilization for air transport to another facility. Pt intubated on vent. Transport team requested changes in vent settings from assist control mode to pressure controlled ventilation. Due to slow ventilator programming time, the pt was removed from ventilator and manual bagging was begun. During manual ambubag ventilations, pt developed cardiopulmonary arrest and subsequently expired. Ventilator screen indicates "pending." Actual problem was operation of vent not scrolling to "start" to activate p.c. Mode.